Event description:
It was reported that during a visit one month post implant of the implantable loop recorder (ilr) there were no pauses noted, however two months later there were pauses found on a full report. It was determined that post implant of the ilr the counters were cleared and once the device clock was adjusted the report was restored indicating pauses. No changes have been made and the ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).